Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Confirmed customer complaint of ¿failed downstream occlusion sensor (dso) calibration¿ by preforming downstream occlusion test. Upon testing unit alarmed upstream occlusion. Replaced upstream occlusion sensor (uso) sensor. Preformed test again. Unit passed test. Upon further investigation dso seal was lifting. Replaced dso seal. Calibrated dso. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.